Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, tracings of the device were provided. A review of the device history record is in-progress. All information reasonably known as of 10-jun-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported "an rn was placing a cortrak tube, during one of the first two attempts the tube entered the patients right lung and created a pneumothorax as identified by x-ray. The patient quickly received a chest tube for the pneumo[thorax]." On the third cortrak placement attempt the tube was successfully placed post pyloric and verified by x-ray. Prior to the incident the patient was vented, in the prone position, while in critical condition in the intensive care covid unit.

Manufacturer narrative:
The device history record for the reported lot number 1811026, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Tracings of the device were provided, an avanos cross-functional review team reviewed the provided tracings. The cross-functional team determined that tracings 20210517212738 showed deviation into right lung at 18-seconds into the placement procedure and confirmed right lung placement. Therefore, this incident was determined to be use-related with incorrect use by a trained operator. The root cause was use related. All information reasonably known as of 24-jun-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 23-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.